Event description:
It was reported that the insulin pump was dropped, and it's cracked by the drive support cap. The blood glucose reading was 576mg/dl, and she was treated with the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap and scratched display window. The drive support cap was inspected and no anomaly found.